Event description:
A vent fail was reported. No patient injury.

Manufacturer narrative:
The analysis of the device logfile records has given no hints for a malfunction of the device. The reported event could not be confirmed. According to the records, during the case a significant leakage in the patient circuit was present leading to a loss of pressure, volume and fresh gas. The device issued several alarms (e.g. Fresh gas low or leakage, apnea, minute volume low) during the case. During system test and leak test internal and external leakages are detected. Depending on size a conditional (yellow) or non-functional (red) state is the consequence. Based on leakage, fresh gas flow settings and set alarm limits during ventilation several audible and visible alarms would be issued (e.g. Apnea, minute volume low, volume/airway pressure not achieved).

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report. H3: on-going.

Event description:
A vent fail was reported. No patient injury.